Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited intermittant capture and possible oversensing. The sensing and impedance measurements of the transvenous defibrillation lead implanted with the ICD were normal.

Manufacturer narrative:
The ICD was not returned to cpi for analysis. Several attempts at locating the ICD were unsuccessful. The ICD was returned to cpi on 6/9/1997. Cpi's analysis found the ICD performed normally throughout testing, sensing and delivering therapy appropriately. The ICD was found to meet specifications.